Event description:
Terumo medical received information that on (B)(6) 2025, an angio-seal device was used to achieve hemostasis following an endovascular therapy (evt) procedure. The following day, during patient rounds, the compression pad was removed, and the patient was permitted to ambulate. While walking to the restroom, the patient reported pain. Upon examination, swelling and minor bleeding were observed at the access site. Manual compression was applied, and hemostasis was successfully achieved. The patient was subsequently able to ambulate without issue. Estimated blood loss was less than 250 cc. The procedure prior to device deployment was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The sheath size used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery, and the vessel diameter was approximately 6 mm. The patient had a history of peripheral vascular disease and was reportedly taking clopidogrel and aspirin; however, dosage information was not available. The bleeding occurred outside of the procedure room. The device was deployed by a trained user. The patient is reported to be stable. No equipment or other devices were used with the above product.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. This report is also being submitted to correct g3. The date in the initial was inadvertently submitted as 7/7/25 when the actual date was 8/21/25. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for a potential bleeding issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).